Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 68-year-old male patient with a past medical history of coronary artery disease (cad) and a prior coronary artery bypass graft (CABG), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: CABG and aortic and mitral valve repair/replacement. During the procedure, the patient was decompensating onto extracorporeal membrane oxygenation (ECMO) cannulation and the impella migrated into a position facing the lateral left ventricle (lv) wall. The cardiothoracic surgeon attempted to reposition the impella and withdraw the device across the aortic valve. The physician decided to remove the device and replace with a lv vent. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.6l/min as intended. Impella migration is a common, often movement-related, complication where the device moves out of its optimal position across the aortic or pulmonic valve, leading to alarms on the console.